Manufacturer narrative:
No segmented display noted during testing. Pump passed displacement test and self test. During visual inspection, found electronics stack, force sensor and motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump display was solid white. Customer's blood glucose level was 192 mg/dl. Customer also stated that the insulin pump was dropped. The device will not be returned for analysis.